Event description:
It was reported that the pump has been empty for two months; the pt missed a refill in (B) (6). The pt experienced withdrawal with symptoms of being unable to sleep, return of pain, inability to move his legs, sweating, chills, jerking of his legs when he's sleeping. Per the reporter, the pump is alarming. The pump was used to deliver morphine.

Manufacturer narrative:
(B) (4) - can't move legs.